Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Getinge field service engineer (fse found unit with saline solution on power supply assy, power supply monitor and power management board. It shorted out all three boards, no error codes were on unit and ran unit thru a series of test, and no other errors were found3098 hours unit was returned to service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit was abused. There was no patient involvement.